Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Hybrid analysis confirmed the reported no output and no telemetry failures. These failure conditions were caused by a depleted battery with a voltage below the operating threshold of the device. Further analysis confirmed a high current drain condition and low vref supply potential. These failure conditions were both caused by excessive dc current leakage in the vref capacitor (c16), which led to the prematurely depleted battery condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for an excessive charge time, charge circuit timeout, charge circuit inactive, and end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.